Event description:
(B)(6) 2012 - the dealer reported that during use of the 65650 rollator and when trying to apply brakes, the right brake handle broke and snapped off entirely. There was no reported injury.